Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 14-may-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was stuck to a piece of paper. The lens was attempted to be removed but in order to prevent further damage, the lens was evaluated on the paper. The lens presented with a detached haptic and damage to the edge of the lens. Cosmetic issues were observed on the optic body. The complaint issue "haptic damaged" was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue . However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a haptic of the preloaded intraocular lens (iol) was broken. Through follow up, we learned that the doctor realized that the haptic was broken before positioning the iol in the patient's eye. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter first name: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6) section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.